Event description:
Pump was reported to have been suspected to have overinfused. The pt expressed being satisfied with their pain relief during this time. There was no adverse event connected with this pt. Biomed. Confirmed this event to be related to user error. The nurse reported a possible overinfusion because the pumps output display did not match the prescription.